Event description:
It was reported that stent damage occurred. The 30% stenosed target lesion was located in the moderately calcified left anterior descending. The 2.25 x 32 mm synergy xd drug-eluting stent was used for treatment. However, during insertion, the proximal edge of the stent was kinked. The procedure was completed successfully with another 2.25 x 32 mm synergy xd drug-eluting stent. No patient complications were reported.